Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had an infection at the implantable neurostimulator (ins) site. As a result the device was explanted, resolving the issue. It was noted that the device will be replaced in the future. No further complications are anticipated.